Event description:
Related manufacturer reference number: 2017865-2021-35923. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed, but the patient had also presented in-clinic for right atrial (ra) lead revision. Interrogation of the right atrial lead had revealed over-sensing of noise and inappropriate automatic mode switch. The ra lead was capped and replaced on (B)(6) 2021 and a new pacemaker was also implanted on (B)(6) 2021. The patient was stable throughout.